Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic right colectomy, the device was difficult to unload. Re-operation was performed to address an eight day postoperative anastomotic leak. The abdomen was washed out and a drain was placed. The event lead to extended hospital stay.